Event description:
It was reported that the patient was not getting the relief she had been getting previously. The patient experienced increased muscle tone even though there were several attempts to increase the daily rate. The hcp was unable to perform a dye study as they were unable to access the side port. It was unknown if a rotor study was performed. There was a questionable catheter occlusion. The pump and catheter were explanted and replaced in 2009. The patient outcome was recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.